Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-00220 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a ¿no disposable attached¿ error message occurred when the cassette was connected to the pump. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective downstream sensor. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited cassette contact failure display. It is unknown if there was patient involvement, no adverse patient effects were reported.